Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the surgeon fired the er320 and clips dropped out of the device unformed. This occurred three times and clips were located and removed. An er320 was opened to complete the procedure. There was no consequence to the pt.